Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed error code 5623 (reference solution not aspirated) on the alinity ict module on the architect c4000 analyzer. While troubleshooting the error and replacing the syringe, the customer splashed reference solution in their eye, and flushed with water for several minutes. No further treatment was sought. The customer was not wearing ppe to protect their eyes.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument maintenance. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The splash event occurred while the customer was troubleshooting error code 5623 unable to process test, ict reference solution not aspirated. Customer service advised the customer to replace the 1ml syringes (alinity c series 1 ml syringes, list number 09d41-03) and ict check valves 12 and 13 (alinity c ict check valve, ln 09d35-03) which resolved the issue involving error 5623. The customer was not wearing protective eyewear, as instructed by the architect system operations manual. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.